Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software, section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that their handset was getting stuck at 90% for approximately 5 minutes when trying to give a bolus. The reporter stated that she walked the patient through clearing the pds (patient data services) data and it was still slow. The agent recommended checking the data size before and after to ensure it was going to 0 and also to make sure they were clearing the data and not the cache and then if it was truly clearing the data and still slow then the patient would likely need to have the handset replaced.

Event description:
Additional information received from the patient via a manufacturer representative (rep) indicated that, after clearing the data cache the issue was fixed and the patient was very happy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.